Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896597 and gd896407 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. No apparent use error or other issues were identified that could have caused or contributed to the home patient passing away. Therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who acquired peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Treatment for the peritonitis was not reported. The cause of death was reported to be peritonitis, low blood pressure and sepsis. The patient was hospitalized two days after the onset of the peritonitis and thirteen days after hospitalization, the patient passed away. It was unknown if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.